Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had an insulation breach and a lead conductor fracture observed visually. The lead was explanted and replaced. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.